Event description:
It was reported that guide wire tip detachment occurred. A 300cm, 8cm poly tip v-18 control wire was selected for use. However, during preparation when the physician tried to shape the tip of the wire to get through a stenosis, part of the hydrophilic tip of the wire came undone. The device was never used inside the patient and the procedure was completed with another of the same device. There were no patient complications reported.